Manufacturer narrative:
This material is known to be caustic to soft tissue. Our dfu states to protect mucous membranes by using a rubber dam: "make sure that gluma desensitizer only comes into contact with the area to be treated. Make sure that only the smallest possible amount required is applied and that it only comes into contact with the area to be treated. ... It is a local irritant and has chemical burning effects. Appropriate precautions should always be taken before using gluma desensitizer". Due to the injury effect there was very propably neither rubber dam nor any other recommended protection messures used, nor the the instructions for use were followed. The long persistence of symptoms and their severity are unusual. Nearly two years after the event the patient reported the serious injuries and additional treatments from a periodontist and a neurologist to the importer. Nevertheless, the further treatments of the patient with three fillings, the extraction of a wisdom tooth are no therapies that could make the burning symptoms and blistering to subside. These treatments could hardly be connected to the initial injury. But the patient sought multiple treatment from different specialists. Kulzer (B)(4)has evaluated the event based on the given information of the patient that the device has caused the original injuries due to a wrong application procedure and a lack of protection meassures. Kulzer (B)(4) reports this incident out of caution to be compliant with 21 cfr 803 and out of abundance of caution.

Event description:
A dental hygienist dropped gluma desensitizer onto the patient's gingiva during treatment for sensitivity around and above the tooth. The treatment with gluma was repeated the next day in the same area again. The patient experienced a chemical burn and developed a huge blister as well as a permanent indentation around the tooth. Trigeminal neuralgia was also diagnosed. The patient reports that hat the symptoms of burning oral tissues and pain hold on for 9 months.